Manufacturer narrative:
Examination of returned device was inconclusive. A hhe has been initiated to address the reported issue.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Product is being returned to manufacturer, but has not yet been received. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2014. During the procedure, the reamer fractured due to very hard bone. The fractured piece had to be removed from the patient's wound site. Procedure was completed using a different reamer.